Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Still implanted.

Event description:
Patient had partial knee replacement. Right knee. Thirteen weeks of physical therapy. She stated that she is in severe pain and has difficulty walking. This pi is for pain.